Event description:
A report was received that the patient¿s leads were displaying high impedances. The patient underwent a lead revision procedure and the physician chose to replace the leads. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient¿s leads were displaying high impedances. The patient underwent a lead revision procedure and the physician chose to replace the leads. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient¿s leads were displaying high impedances. The patient underwent a lead revision procedure and the physician chose to replace the leads. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-70, serial/lot # (B)(4), description: linear 3-6 lead, 70cm.

Manufacturer narrative:
(B)(4): device evaluation indicated that the lead passed visual and mechanical tests performed.the complaint has been confirmed. X-ray inspection revealed that electrode # 3 of the distal end had a fractured cable right at the weld nugget. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production. The root cause of lead cable fracture is unknown. Sc-2366-70 sn (B)(4): device evaluation indicated that the lead passed visual and mechanical tests performed. The complaint has been confirmed. X-ray inspection revealed that electrode, # 1, 2 and 4 of the distal end had a fractured cable right at the weld nugget. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production. The root cause of lead cable fracture is unknown.